Manufacturer narrative:
The reported field event no communication was confirmed. As received, the device had no telemetry communication. The device was cut open to enable further testing, revealing a low battery level as the cause of no communication. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis found the hybrid was damaged due to electrical overstress. The cause of electrical overstress could not be determined.

Manufacturer narrative:
The original reported event of failure to interrogate was confirmed. The field originally believed that the cause of the failure to interrogate was due to normal end of life, however analysis found hybrid damage due to electrical overstress. As received, the device had no telemetry communication. The device was cut open to enable further testing, revealing a low battery level as the cause of no communication. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis found the hybrid was damaged due to electrical overstress. The cause of electrical overstress could not be determined.

Manufacturer narrative:
Correction: this report is to retract report ubmitted on 01 may 2023. The report was erroneously submitted, there was no complaint associated with the product.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated. The device was explanted and successfully replaced. The patient was stable and asymptomatic.